Event description:
It was reported that during a hip procedure, the stem was found to have broken through the box and bag and no longer sterile. The stem was not used and the surgical tech exchanged their gloves. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.